Event description:
It was reported that the power plug sparked causing fire in the hospital's wall and possibly a burnt power plug and/or power prong. It was also reported that the casters were delaminating, causing the bed to have reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Although it was originally reported that this product caused a fire, upon investigation it was determined that there were cracked power prongs which lead to a spark, but that there was no fire. The power cord was replaced for the customer, but they declined to have the casters repaired at this time.

Event description:
It was originally reported that the power plug sparked causing fire in the hospital's wall and possibly a burnt power plug and/or power prong. However, upon evaluation it was found that although the power prongs were cracked causing a spark, there was no fire associated with this product. It was also reported that the casters were delaminating, causing the bed to have reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.